Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced. It was observed that the upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.